Event description:
Patient presented to the physician with ongoing right-sided neck pain. Physician brought the patient into the or, explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed. Postoperative antibiotics were prescribed after the procedure was completed.